Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2017 with the following findings: during investigation, the returned battery cap was found to be difficult to remove from a test pump. The threads of the returned battery cap were observed to be damaged. The battery cap contact height and width measurements were found to be within specification. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads to the case seal on the left sided of the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery cap would not attach. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.